Event description:
New information received notes that the device was explanted during rv lead extraction due to near eri. The patient was in stable and excellent condition post-procedure.

Event description:
It was reported that during follow-up, post-sensed t-wave oversensing on the ventricular channel was observed. Patient was asymptomatic. Programming changes were recommended. The device was explanted and replaced without any complications. The patient left the procedure in stable condition.

Manufacturer narrative:
(B)(4).